Manufacturer narrative:
The device was returned to the manufacturer however, at this time, it has not been evaluated. When an assessment of the affected product is complete a supplemental report with our additional findings will be provided. (B)(4).

Event description:
The tubing pack was opened for set-up, it was noted that the temperature probe insert (on the venous line inlet to reservoir) was cracked. The temperature well port was also broken off and laying inside the packaging tube. The product was not used.